Manufacturer narrative:
Reported event of the tip detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used in the patient¿s stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, the procedure was completed with this device; however, upon removal of the injection gold probe¿ out of the scope, the tip of the device came off and was found on the floor. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine.¿ attempts to obtain additional information regarding the circumstances surrounding this event, including patient and procedure information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.